Event description:
Pt presented to the ambulatory surgical unit to undergo a left knee arthroscopy with debridement of medial femoral condyle and trochlear groove. At the beginning of the surgery when the arthroscope was inserted, the initial view through the arthroscope was unclear. As the arthroscope was removed from the knee, it was noted that there was a disassembly of the components of the arthroscope tip. After a new arthroscope was inserted and a clear visualization was obtained, a small metal cylindrical ring was seen in the intercondylar notch. This object was immediately removed with a grasper. Also noted, was a small clear component was lying lateral to the interior cruciate ligament. It was unable to be grasped and removed during the procedure. Post operatively x-rays revealed a small opaque density appearing in the postlateral portion of the knee. An arthoscopy is scheduled to remove the foreign body. Device received by this facility on 05/18/1993 from zimmer, inc.